Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on 05/16/2013 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(4) 2013. The pump was used after the original complaint date on (B)(4) 2012 and all histories and black box data for the event have been overwritten. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. Review of the current black box and alarm history shows on typical usage alarms and warnings. The tdd¿s add up correctly to reflect the users programmed basal rates.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the patient had low blood glucose levels "in the 40's mg/dl" for a few days. The patient reported experiencing no symptoms of high or low blood glucose levels. The patient administered self-treatment with oral carbohydrates to correct the low blood glucose levels. The patient did not seek any medical attention. Troubleshooting revealed all pump settings were correct. It was also revealed the patient's routine had changed in that she increased exercise for longer periods of time, without adjusting her basal rate, which may have contributed to the low blood glucose levels. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.